Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the threaded tip was discovered broken in central sterile. They discarded the tip. Did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found that the retaining stem inserter was broken from the tip, the broken fragment was not returned, no other issues were observed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces like usage of excessive force while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the retaining stem inserter was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the threaded tip was discovered broken in central sterile. They discarded the tip. Did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.